Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised that replacement pump would have different software version with an update available, and was instructed to place malfunctioning pump into storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump, while technical support confirmed warranty coverage, shipping details, and arranged replacement pump shipment.